Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection indicated that there was blood present on the catheter hub. The catheter shaft was broken. The catheter tip was intact. The catheter hub was intact. Functional inspection: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as analyzed catheter shaft broken/fractured during use will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as reported catheter shaft kinked bent will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned.

Event description:
Initially the complaint was reported for the subject catheter shaft being kinked/bent. Analysis of the returned device found that the catheter shaft broken/fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.